Manufacturer narrative:
(B)(4). The device was discarded at the facility and was not available for analysis. The cause of the graft could not be removed from the wire could not be determined.

Event description:
On (B)(6) 2020, the patient underwent endovascular procedure using a gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm. Reportedly, the device could not be advanced over the 0.035 lunderquist® wire. The endoprosthesis did not go near the sheath or the patient. The device could not be removed from the wire. Another device was used to complete the procedure. The patient tolerated the procedure. The physician was unsure what caused the issue and thought that possibly a wire was causing the device not to advance.

Manufacturer narrative:
Additional information: d10: device available for evaluation. The device was sent to gore for analysis and the device evaluation showed that the returned a gore® excluder® aaa endoprosthesis featuring c3® delivery system device was returned to gore with the guidewire used in the procedure still inserted in the catheter. A gap of approximately 3mm was observed between the endoprosthesis and the leading olive. It is also observed that the lock pin is still inserted in its seating in the leading olive. No damages to the olive were observed. The tuohy-borst valve was inspected and appeared to be aligned with handle spine. No abnormalities were noticed. Engineering was able to remove the guidewire with slight resistance felt. A small bent was observed on the guidewire, possibly contributing to the resistance felt. Engineering attempted to re-insert the guidewire and no resistance was reported while advancing. Based on the findings from the evaluation, the physician¿s observation that the device could not be advanced over the lunderquist® wire could not be confirmed. Additionally, the physician¿s observation that the guidewire was stuck and could not be removed from the catheter could not be confirmed. The likely cause for the device not to be able to advance over the lunderquist® wire could not be determined with the available information.